Manufacturer narrative:
(B)(4). The device was service on site by a field service technician. The device was visually inspected. The central processing unit board was observed to be damaged. The parts were not in stock and the device was sent for destruction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. No additional information is available.